Event description:
A malfunction identified as malf 9 was reported, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The pump continued to function properly after the reset, and the customer was asked to call back if the issue recurred.